Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump error 25 was found in the history files and traces on (B)(6) 2024 00:00:00.000. Other power related alarms and alerts were found in history and traces: fault 11: on (B)(6) 2024 03:31:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, force sensor and j6. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, serial number label missing and end cap address label missing. Pump error 25 was confirmed due to a moisture damage on the j6/pcba 1 connector. Failed battery test was confirmed due to moisture damage. Charge/battery lasts less than expected was confirmed due to moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump battery lasts less than expected and received battery failed alarms. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was requested for return and customer response was the device will be returned.